Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The primary finding was that no anomilies were found. It was noted that there was blood/fluid on the conductors and the outer tubing overlay was melted.

Event description:
It was reported that the left ventricular lead had dislodged and was replaced. No patient complications were reported as a result of this event.